Manufacturer narrative:
Additional information: upon investigation of the actual device used in this incident, it was determined that all stations were on critical override and patients were not showing. The technical support specialist (tss) dialed into the server and reported that the product support engineer was actively checking the issue. The pse found that unload and load messages were missed as cce issue occurred and resent the load and count messages for the impacted stations. Later the customer verified that the issue had been resolved on their end. The system functioned as intended after the technical support specialist (tss) checked the device.

Event description:
It was reported when using the bd pyxis¿ es server, stations were on critical override after scheduled downtime. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ es server, stations were on critical override after scheduled downtime. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.